Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not able to cool below 31c . Ttm fss was running a functional test on this device. They discussed that this was indicative of a failed mixing pump. The device was under warranty. They stated that would ship a loaner device at no charge and this device would be returned for warranty repair. Per biomed via phone on 26june2024, customer stated that the device was sent in for evaluation. There was no patient involvement. Per sample evaluation results received via task on 02jul2024, it was reported that the installed test circulation pump to fill. Front shell was missing to tabs. Mixing pump was unplugged at pump. The open complaint was for the failed mixing pump causing device to not cool. Unclear if these should be separate failures. Top 3 circuit cards were not seated properly. Missing connection on i.o. Board, caused chiller pump to not turn on.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be device was not serviced properly by biomed. However, there was insufficient information to confirm this potential root cause. The arctic sun stat was evaluated upon receipt. During decontamination evaluation, mixing pump was found to be unplugged at the pump. Mixing pump motor was replaced. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800736 rev. 0 (operator's manual) and baw2800349 rev. 2 (service manual) are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not able to cool below 31c. Ttm fss was running a functional test on this device. They discussed that this was indicative of a failed mixing pump. The device was under warranty. They stated that would ship a loaner device at no charge and this device would be returned for warranty repair. Per biomed via phone on 26june2024, customer stated that the device was sent in for evaluation. There was no patient involvement. Per sample evaluation results received via task on 02jul2024, it was reported that the installed test circulation pump to fill. Front shell was missing to tabs. Mixing pump was unplugged at pump. The open complaint was for the failed mixing pump causing device to not cool. Unclear if these should be separate failures. Top 3 circuit cards were not seated properly. Missing connection on i.o. Board, caused chiller pump to not turn on.